Event description:
It was reported that during an uterine ablation procedure the unit alarmed a heating error. The catheter was removed and replaced and the second catheter also caused the unit alarm a heating error. This unit was pulled and the third catheter was employed and the case was finished with no consequences to the patient. The case was extended by 45 minutes.